Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective, observational study analyzed outcomes of patients with parastomal hernia who underwent epauli repair with transversus abdominis release. There were fifteen patients in the study and five patients had recurrent hernias. The mesh was used in one patient and another manufacturer¿s mesh was used in one patient. One patient developed herniation of the omentum and mesh was incised during reoperation, though it is not specified if the mesh was used in this patient. In one patient with recurrence, mesh had been previously used and mesh rupture was observed. The patient with open one open intraperitoneal onlay mesh repair key-hole recurrence had received a retromuscular prophylactic polypropylene mesh at index operation as had the patient with laparoscopic-modifed intraperitoneal onlay mesh repair and two of the patients with primary parastomal hernia. Two patients developed obstruction, one of the small intestine and thus had a re-laparoscopy with adhesiolysis which was released. However, omentum was found herniating through the internal lateralized ostomy and was reduced, and the mesh incised. This patient is the only patient in the cohort so far with a postoperative bulge at the stoma site and with clinical recurrence, but it is small, unchanged in size since operation and causes no problems currently after 20 months. No other hernia recurrence in the midline or at the stoma has been observed. The other patient with obstruction, which was the first in the series, was at the edge of the mesh, but not mesh related ¿ it was rather an insufficient lateral incision of the posterior fascia which kinked the bowel for being drawn medially after midline adaptation of the posterior fascia, thus having a re-laparoscopy with incision of the transversalis fascia laterally. Only the patient with suture related pain and transcutaneous suture removal has been to the outpatient clinic for treatment of complications. Pre-operative complications arose in two patients: one serosal lesion in a laparoscopic procedure was sutured without further problems and one skin-near colotomy happened during adhesiolysis in a robotic procedure, which prompted a pre operative revision of the ileostoma. Median postoperative admission time was 3 days. Median follow-up was 10 months. Complications not related to the device include intraoperative serosal injury and colotomy, postoperative ileus, obstructions, hematoma and complications related to mesh fixation with suture. The suture used was not related to any complications.

Manufacturer narrative:
Title: endoscopic preperitoneal parastomal hernia repair (epauli repair) : an observational study source: surgical endoscopy (2021) 35:1903¿1907 published online: 4 january 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective, observational study analyzed outcomes of patients with parastomal hernia who underwent epauli repair with transversus abdominis release. There were fifteen patients in the study and five patients had recurrent hernias. The mesh was used in one patient and another manufacturer¿s mesh was used in one patient. One patient developed herniation of the omentum and mesh was incised during reoperation, though it is not specified if the mesh was used in this patient. In one patient with recurrence, mesh had been previously used and mesh rupture was observed. The patient with open one open intraperitoneal onlay mesh repair key-hole recurrence had received a retromuscular prophylactic polypropylene mesh at index operation as had the patient with laparoscopic-modifed intraperitoneal onlay mesh repair and two of the patients with primary parastomal hernia. Two patients developed obstruction, one of the small intestine and thus had a re-laparoscopy with adhesiolysis which was released. However, omentum was found herniating through the internal lateralized ostomy and was reduced, and the mesh incised. This patient is the only patient in the cohort so far with a postoperative bulge at the stoma site and with clinical recurrence, but it is small, unchanged in size since operation and causes no problems currently after 20 months. No other hernia recurrence in the midline or at the stoma has been observed. The other patient with obstruction, which was the first in the series, was at the edge of the mesh, but not mesh related ¿ it was rather an insufficient lateral incision of the posterior fascia which kinked the bowel for being drawn medially after midline adaptation of the posterior fascia, thus having a re-laparoscopy with incision of the transversalis fascia laterally. Only the patient with suture related pain and transcutaneous suture removal has been to the outpatient clinic for treatment of complications. Pre-operative complications arose in two patients: one serosal lesion in a laparoscopic procedure was sutured without further problems and one skin-near colotomy happened during adhesiolysis in a robotic procedure, which prompted a per operative revision of the ileostoma. Complications not related to the device include intraoperative serosal injury and colotomy, postoperative ileus, obstructions, hematoma and complications related to mesh fixation with suture. The suture used was not related to any complications. Endoscopic preperitoneal parastomal hernia repair (epauli repair) : an observational study / jan roland lambrecht,